Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic low anterior resection, the release button had a difficulty in being pressed and the jaws did not open after the 4th stroke of the 1st firing on the rectum. The cartridge was gold. After that, the knife reverse switch was pressed and the firing trigger was grasped and the release button was pressed again. However, the jaws did not open as well. Eventually, the target tissue came off the closed jaws. Then, the jaws could be opened with the release button. The articulation was returned to straight position and the device could be removed from the patient. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m52w2g. Conclusion: the analysis found that one sc60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.